Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms occurring on the system controller white power cable was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(4) was connected to a test system monitor and test power module, and the reported event was reproduced by manipulating the white power cable. Visual inspection of the returned controller revealed a kink in the white power cable near the strain relief on the housing side of the cable. Further evaluation of the cable at the site of the kink revealed that the insulation on one of the wires was cut, exposing the inner conductors. Inspection of the exposed conductors revealed that they were shorting to the shielding. The underlying conductors shorting to the cable shielding would result in the reported alarms. The submitted and downloaded system controller event log files contained approximately 1 day of data combined (B)(6) 2022 per the timestamp). The data in the log files did not indicate any issues with the system controller. No atypical alarms were observed in the log files. The pump maintained a speed above the low speed limit (lsl) without issue throughout the log files. Additional information provided communicated that the cause of the alarm was determined to be due to damage to the system controller power cables. It was noted that the issue resolved after exchanging the system controller, and that no products will be returned for analysis. The reported event was determined to be caused by damage to one of the wires in controller¿s white power cable; however, the root cause of the damage to the cable could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 16mar2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced alarms while connecting the white port to the mobile power unit (mpu) and the hospital power module. The alarms could not be replicated when the patient was placed on an ungrounded cable. Log files showed power cable disconnect alarms. The cause of the alarms was identified as a connection or wiring issue in the power cable connection (closest to the system controller). No external damage was seen on the controller. The system controller was exchanged, and the alarms resolved.